Event description:
The complainant reported a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the initial flow was only 1.3-2.2 and suction alarms were present despite repositioning. The impella was removed and no clot seen anywhere on impella, cannula, inflow or outflow area, but a small clot was noted in the sheath. Exchanged long sheath for short sheath and provided more heparin, then replaced the impella without difficulty and flow went up to 3.7l with no issues throughout case.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Per quality note #(B)(4), for batch number 1640662 failed post sterile inspection due to label revision no longer active: label 0048-2650 with revision c instead of revision d as currently released. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.